Event description:
It was reported by the customer's mother that the customer had an unresponsive button on the insulin pump. Troubleshooting was not performed; the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
The insulin pump was received with no a17 or a21 alarms noted. The insulin pump passed the a21 error test and pump passed the self test. The insulin pump also passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump was programmed with test minilink and the glucose sensor simulator; the insulin pump communicated properly with glucose sensor simulator and displayed the value properly on the display graph. The insulin pump was also programmed with test glucose meter; the insulin pump communicated properly and recorded proper value from glucose meter. No unexpected too low alarm lo alerts or low predicted alarms were noted. The insulin pump has cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.